Event description:
It was reported that pump displayed power source alert 07 and experienced battery charging issue, which occurred before contact with customer technical support and then resolved, with customer using original tandem wall adapter and charging cable. There was no reported impact to the customer¿s blood glucose level. Pump did not shut down or become unable to turn back on, and once pump began charging again, no further assistance was required.